Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This MDR was submitted on (B)(4) 2001; however, due to an eai message received fri (B)(4) 2011 8:47 am an error has occurred and submission was not sent to FDA. Therefore, this MDR is being resubmitted on (B)(4) 2011. This complaint for a system error 2240 (air in set) occurred during dwell was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The lot number is unknown; therefore, a batch review was not performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display. The hp thinks he may be in dwell 1. The technical service representative (tsr) had the home patient (hp) cycle power. The hp stated that he disconnected. The hp would complete therapy with manual supplies. No patient injury or medical intervention was indicated at the time of the initial report.